Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record and complaint database cannot be performed as a lot number was not provided.

Event description:
The account alleges that after completing a ctif and doing an endoscopy intra operatively, hemostasis and no abnormal tissue trauma was reported. The patient has reported pain from the ctif several days after the procedure. Over the weekend, the patient received a CT scan that confirmed a distal esophageal perforation. The patient was taken to surgery where the perforation on the anterior distal esophagus was sutured and placed a chest tube for a noted fluid collection in the mediastinum. The patient had a mediastinal abscess and a free fastener in the peritoneum. The patient is still admitted to hospital and is recovering.